Event description:
It was reported to philips healthcare that the heartstart mrx failed to detect the paddles. There was no reported pt involvement and/or impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.